Event description:
Event: the patient had a 2 level posterior lumbar fusion (plf) with the click-x system on (B)(6) 2010. Implanted were 6x screws, 2x rods, and 6x locking caps. It was then necessary for this patient to be booked for a revision plf after the post-operative scan showed that all 6 locking caps had come loose and both rods had slipped. The surgeon removed the loose locking caps, repositioned the rods, then inserted 6 new locking caps. This is 2 of 8 reports for this incident, (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The measurable dimension of the returned locking caps were checked and found to be in compliance with the technical drawings and specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with the specification and within the international standard. The returned caps were sent for investigations. The visual inspection revealed the locking caps showed no irregular markings. Unfortunately we are not able to determine the exact cause which has led to this occurrence, as no further information has been made available. The investigation has determined this event to be indeterminate. Device is not distributed in the united states, but is similar to device marketed in the USA.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.